Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during intraocular implantation procedure, there was placement failure, implant not fully primed to the end during the progression of the implant in the injection system. There was patient contact but there was no patient harm. Additional information has been requested.